Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, sinus bradycardia and complete heart block were noted. Two days following the valve implant, a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Corrected data: c50543 no longer applies to event. Replaced with c37920. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the permanent pacemaker was implanted four days following the valve implant.

Manufacturer narrative:
Additional information was received including the valve serial number, patient weight and gender.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.